Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the biopsy channel leaked, and fluid invaded the device during user handling. Therefore, an electrical part had an anomaly. However, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image." The user can reduce/prevent the occurrence of the event by handling the device in accordance with the following statement in the instructions for use: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope exhibited screen blackout. The issue was found during inspection for use for a tracheoscopy procedure. The facility finished the diagnostic procedure with the same device without any delay. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was not confirmed. There were few additional findings. E315 error was displayed due to immersion in the device. The instrument channel tube had leakage. The video cable was wrinkled. The switches were not working. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.